Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode and hitting his head. An EKG was taken and exhibited no pacing or magnet response. The patient's heart rate was 35 beats per minute. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.